Event description:
A physician reported that during an implantable collamer lens (icl) procedure the lens inadvertently flipped upon insertion and had to be removed, this caused some stromal inflammation. The initial lens was reimplanted successfully. The patient experienced some corneal oedema. Reporter states that over days the inflammation has subsided and the issue resolved satisfactorily.

Manufacturer narrative:
H3: the lens remains implanted. Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5-a physician reported that during an implantable collamer lens (icl) procedure the lens was implanted upside down. The lens was removed and reimplanted intraoperatively. Reportedly the patient experienced descemet's membrane detachment, persistent postoperative inflammation. It should be noted that no descemet's membrane detachment was observed at post op observations. Treatment given was topic dexametasona. Reporter states that over days the inflammation has subsided, and the issue resolved satisfactorily. The cause is reported as user error. Claim# (B)(4).